Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. The patient was seen in clinic later and it was noted that the patient notifier failed to deliver notification which was required during emergency situations due to externalized conductors on the riata lead. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The device was tested on the bench and was normal.